Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the coagulation feature on the vapr tripolar90 suction electrode device was out of order. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Reporter is a j&j employee to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. Upon functional test, the electrode was connected to a test generator, the electrode was immediately recognized. The ablation function was able to work, however the coagulation function failed to work. The electrode will be sent to the manufacturer for further analysis. The vapr tripolar 90 suction elect was evaluated by the manufacturer with the following results: device not returned in the original packaging. The active tip is in a used condition. No visible damage to the device. Procedural debris visible in suction tube. The electrical test was performed, as a result, the hipot active ¿ return and the hipot active ¿ cut return failed. The functional test was performed using vapr vue generator gml3723/4. All the tests were passed. Manufacturer summary: from our investigation we were able to confirm a fault with the device. The device failed electrical and functional testing displaying an 'output shorted' error upon activation. It should be noted the functional fault seen during testing at olympus occurred during the ablate mode activation and not during the coag activation as reported. The failure mode is consistent with previous tripolar complaint devices investigated under CAPA caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. Based on the minor risk level associated with this fault and low occurrence no corrections were deemed necessary from the CAPA investigation. The complaint failure mode has been reviewed against the systems risk assessment document, the highest identified risk within 892007 for failure modes that are equivalent to the reported complaint failure mode is system units\system unit features do not function\stop functioning during use, line 1100 applies. Resulting in increased procedure time - patient under anesthetic extended period of time. The severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 9 are stated, which is ¿minor¿ and ¿probable¿ and rated as low as reasonably achievable (alra). (B)(4). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for the complaint device lot number u2103106; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was unknown in the initial report and has been updated accordingly. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device lot number (u2103106), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.